Event description:
The cannulated drill for the 3mm headless compression screw was being used for a talonavicular fusion. One screw was already successfully implanted. The 2nd screw, with a new wire, was being placed. When approximately half the drill bit was in bone it broke with fragments everywhere. Some of the fragments were left in the pt but were deemed to not be causing a problem.

Manufacturer narrative:
Investigation could not be completed, no conclusions could be drawn as no device was returned. Review of mfg records for this lot number has been requested.